Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on(B)(6)2006 the lead and the subject pacemaker were implanted. On (B)(6)2020 , due to suspected lead fracture, the lead was changed and the subject pacemaker was explanted. Preliminary analysis of the provided patient files revealed an abnormal ventricular lead impedance value (above 3000 ohms) measured in bipolar configuration on (B)(6)2020 . A ventricular lead issue and/or lead/pacemaker connection issue are suspected; however, none of them could be confirmed with certainty.

Event description:
Reportedly, on (B)(6) 2006 the lead and the subject pacemaker were implanted. On (B)(6) 2020, due to suspected lead fracture, the lead was changed and the subject pacemaker was explanted. Preliminary analysis of the provided patient files revealed an abnormal ventricular lead impedance value (above 3000 ohms) measured in bipolar configuration on (B)(6) 2020. A ventricular lead issue and/or lead/pacemaker connection issue are suspected; however, none of them could be confirmed with certainty.